Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history was missing data. Reportedly, the customer kept a handwritten log of bolus requests, and alleged that two bolus requests were missing from the pump history. The customer's blood glucose level was 307 mg/dl. Review of the pump data logs by tandem technical support showed that there was no user interaction with the pump at the time of the alleged missing bolus requests. During a follow-up with the customer on (B)(6) 2017, the customer reported that the issue had been resolved.